Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms were received while disconnected from the pump. The customer's blood glucose level was not impacted. Multiple test boluses were performed during a system check and the customer received additional occlusion alarms. During a follow-up, it was reported that the occlusion alarms were resolved by performed a cartridge change.